Event description:
Additional information received from the healthcare professional (hcp) via a manufacturer representative (rep) that there was no troubleshooting performed related to the motor stall. The pump remained stalled. The patient was provided with oral clonidine and narcotics to help with him wean more slowly. The hcp reported there were no plans to explant at this time.

Event description:
It was reported that the patient was seeing a code on their personal therapy manager (ptm) and was hearing an audible alarm. Upon initial interrogation, a motor stall was found. The patient did not recently have magnetic resonance imaging (MRI), and there were no electromagnetic interference (emi) sources. The healthcare provider (hcp) reported a motor stall occurred on (B)(6) 2015 at 1846, and a motor stall recovery occurred on (B)(6) 2015. A motor stall occurred again on (B)(6) 2015, and there had been no recovery. A stopped pump period may exceed tube set was also noted. The hcp was walked through silencing the audible alarm, and the hcp decided to program the pump off with the password. They were planning to discontinue (dc) the pump. The patient had increased chest pain, shaking, withdrawal, "coming out of my skin," and shortness of breath. The event date was (B)(6) 2015. The pump system was being used to infuse hydromorphone and bupivacaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).